Event description:
It was reported that there was failure upon installation on the cardiosave intra-aortic balloon pump (iabp) with the safety disk failing the membrane leak test. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Updated field: e1 (site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). It was reported that there was failure upon installation on the cardiosave intra-aortic balloon pump (iabp) with the safety disk failing the membrane leak test. There was no patient involvement, and no adverse event reported. A getinge field service engineer (fse) evaluated the iabp unit and found that the unit needed a safety disk replacement and was failing the all manifold test. To fix the issue the fse replaced the safety disk and tidal volume disk which exceeded the 6 million cycles, replaced scroll compressor & filters (exceeded 5000 hours), replaced internal 9v battery. Completed pm with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. Cardiosave safety disc failed membrane leak test. Out of box failure of part. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The nrc verified the failure of the safety disk failing the pneumatic interface module test. The disk failed testing. Sending the safety disk to the production department for failure analysis per procedure number: (B)(4) revision ag. 07 mar 2024. The safety disk will no longer go to the production dept. The investigation is complete. Retaining the safety disk in the fat per procedure number: (B)(4) rev. Aq.

Event description:
It was reported that there was failure upon installation on the cardiosave intra-aortic balloon pump (iabp) with the safety disk failing the membrane leak test. There was no patient involvement, and no adverse event reported.